Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed due to unspecified issue caused by the lens injector. A back up lens was implanted with no issue, but incision was enlarged and sutures were required. The patient outcome is good. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found only half of the optic with bent haptic attached returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. . Based on the current information the root cause of the event could not be conclusively determined.